Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photos were provided depicting the product and the reported issue to the manufacturer. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description a patient was connected to dialysis and a few minutes into treatment there was a system air detection alarm was alarming and noticed small air bubbles coming from arterial line from the entire length of the arterial line, in the dialyzer and in the venous chamber. With known issues of other lot numbers with this product we rinsed the patient back and discarded the line and set up a new system. No issues from the patient's catheter or machine after new set up with a different lot number arose. When discontinuing dialysis treatment on a patient with needles, two large air bubbles were noted to come from the arterial line. When making connections at the start of treatment, the staff used the proper technique passed along by b. Braun to make the leur lock connection prior to engaging the locking ring. The connections were checked and were still tight when taking the patient off treatment. When the staff connected the arterial line to the saline port, they had difficulty making the connection and more air bubbles appeared. The patient was able to get all of thier blood rinsed back.